Event description:
The manufacturer received information alleging that a ventilator produced no sound when an alarm was triggered. The device was not in patient use. The ventilator was returned to a third-party service center for evaluation, and the customer complaint was confirmed when the device failed testing related to alarm functionality. During evaluation, damaged components associated with alarm annunciation were identified, including the speaker assembly, and affected parts were replaced to address the issue.